Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated that an early pump failure was confirmed and the pump was replaced. It was noted that no code was observed on the physician therapy programmer while interrogating the pump. The cause of the pump alarm was undetermined by the hcp. The patient's weight at the time of the event was provided. It was reported that the explanted device would be returned for analysis. No further complications have been reported as a result of this event.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. The pump was returned. Analysis found pump was not functional as received. Telemetry could not be established and the motor was not running as determined by a listening device. Analysis determined that the reported no telemetry was caused by a solder bridge short between the signals. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial# unknown, product type: programmer. Product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid at an unknown concentration and dose via an implantable infusion pump. The indication for use was spinal pain. It was reported that about a day or two ago, the patient started hearing the critical alarm so went to have their pump checked by the healthcare provider (hcp). When the hcp tried to interrogate the pump with a 8840 he was unable to establish telemetry. The caller stated that the account was very familiar with the infusion pumps, so he knew what he was doing. It was reported that they tried to establish telemetry multiple times as well as shot up fluoro to check and make sure the pump was not flipped. It was confirmed that the pump was not flipped. The caller was directed to eliminate any potential sources of electromagnetic interference(emi), change the environment, and to try different 8840 to see if the telemetry can be achieved. It was reported that the hcp ruled out emi, tried multiple 8840's, and changed the environment(tried the patient's room, doctors room, and on the table) but was still not able to establish telemetry. The caller stated that the patient started hearing the single tone alarm about a week ago and then it progressed to a two tone alarm. It was noted that the caller had not heard the alarm himself but that the alarm was not continually alarming at the time of this report. It was reported that the caller was not currently with the patient and would be seeing her later that day. It was noted that an early pump failure may have occurred but no interventions had been taken yet and the possibility of a replacement surgery was being determined. The issue was not resolved at the time of this report and the patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of (B)(4) indicated no root cause has been identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.